Manufacturer narrative:
Date of event, lot number, expiration date and manufacture date are unknown. No information has been provided to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefor no device history report (DHR) review could be completed.

Event description:
It was reported that a the rapid infuser tubing was leaking. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.